Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The potential causes of the reported ¿no phacoemulsification, thermal injury/corneal burn (incision site), corneal wound leakage, corneal sutures, and corneal edema¿ can be attributed to surgical mitigations or surgical factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during manual small incision cataract surgery (msics) procedures. However, the handpiece was not returned for this investigation. Therefore, based upon the information obtained, the root cause of the reported event(s) remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a cataract surgery with an intra ocular lens implant (iol) an ophthalmic handpiece did not work, and phacoemulsification (phaco) power was not there as a result corneal burn, corneal oedema around the main incision where the phaco tip caused corneal burn which required two sutures and bandage as leak occurred which got resolved after one week. Handpiece and pack were changed.